Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl and compounded baclofen (1500 mcg/ml; dose and lot # unknown by the reporter) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. The patient¿s other medications and medical history was unknown. On (B)(6)-2016 it was reported that the pump was alarming due to eri (elective replacement indicator) which was confirmed via telemetry. The eri alarm was expected. The patient¿s stiffness had increased. This had developed suddenly over the last few days. The pump was due for a refill next week and the patient was scheduled for a pump replacement within the month. The physician planned to do more testing to determine if the something else like a uti (urinary tract infection) could be causing the increased stiffness. No other alarms were occurring besides the eri alarm. Additional information was received from a company representative on (B)(6)-2016 and it was reported that the pump was being replaced today. The patient had been given oral baclofen to resolve the increased stiffness. The cause for the stiffness was believed to be that the pump needed to be replaced.

Manufacturer narrative:
Analysis of the pump revealed eos due to time progression. (B)(4).

Event description:
Additional information received reported the pump was explanted (B)(6) 2016. The pump delivered compounded baclofen 1500mcg/ml at 639.6 and fentanyl 3000mcg/ml at 1279.2.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no additional information on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.